Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed on 04/18/2018 to technical services stating that this lead reproduced noise on unipolar. Ra impedance was less than 200 ohms. It was paced but it has questionable capture. Ra impedance stated invalid data since it has 250 impedance during implant. Representative stated that ra impedance daily measurement was programmed off. They observed more noise when representative tried to switch from unipolar to bipolar and automatic gain control (agc) of 0.25 mv. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).